Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's down button was unresponsive. The customer reported that she was trying to administer a bolus when the button stopped responding. Blood glucose level was 227 mg/dl near the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened down arrow button dome switch. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.